Event description:
It was reported that a small volume folfusor did not totally infuse. The reporter stated that two days after infusion started, at the end of the expected infusion time, approximately 50% of the fill volume (196 ml of fluorouracil) remained inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13h060 was manufactured between august 18, 2013 - august 19, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received for evaluation. The unit contained approximately 50 ml of fluid in its bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. The product met specification. Should additional relevant information become available, a follow-up medwatch will be submitted.